Manufacturer narrative:
Device not returned to manufacturer; DHR review is attached.

Event description:
The 3.5x20 stent stripped off the balloon, then the physician struggled to find where the stent went, then ultimately once found it, it was way past target lesion and had to crush stent up against the lad.

Event description:
Additional information (05-mar-2018): no patient injury had occurred.